Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
It was reported that the patient presented during clinic. The lead exhibited r-wave variation and a high capture threshold. A chest x-ray revealed reduced lead slack. On (B)(6) 2020, the lead was supposed to be repositioned, but due to helix extension and retraction problems, the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low r-wave sensing, and high capture thresholds were not confirmed. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.